Manufacturer narrative:
A partial lead with the lead tip measuring 54.0cm was returned for analysis. External insulation abrasion was noted at 8.7-9.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location. Externalized conductors due to external insulation abrasion were noted at 7.8-10.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was abraded at this location.

Manufacturer narrative:
(B)(4). Review of provided fluoroscopy indicated that the location of externalized conductors in this lead is coincident with an annuloplasty tricuspid ring. Therefore the mechanism of externalization is likely to be external insulation abrasion due to friction with this tricuspid ring.

Event description:
It was reported that during a follow up visit, externalized conductors were observed under fluoroscopy that was required by a study protocol. All electrical measurements were stable and consistent with previous values. No noise was seen during isometric chest exercise. This lead remains implanted and functional.

Event description:
New information received notes that the lead was explanted. The patient is doing quite well.

Event description:
New information received notes that rv lead dislodgement/migration was also observed.